Manufacturer narrative:
Device not returned.

Event description:
The device overheated during a service demonstration visit at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a service demonstration visit, there was no patient involvement and no delay to a surgical procedure.